Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and diabetic ketoacidosis and was hospitalized. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the customer was admitted in hospital due to diabetic ketoacidosis due to the tubing. The customer stated that because of it she didn't get any insulin overnight. The customer stated checked her blood glucose and her meter indicated she was over 600mg/dl. The customer stated was then taken to the emergency room by her boss to get treatment in the intensive care unit. Patient's current blood glucose was 136 mg/dl. Unable to continue troubleshoot for hospitalized incident due to customer losing her pump. The insulin pump will not be returned for analysis.